Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of no image and communication error b30 (scope communication error) was not confirmed. During the device evaluation the following reportable malfunction was identified: e216 (scope communication error). Based on the results of the investigation, and since the device malfunctions were not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It had been reported that the gastrointestinal videoscope had no image and communication error b30 (scope communication error). This issue occurred during inspection for use. There were no reports of patient involvement.